Event description:
This is my second total knee on my left leg, the first was an encore knee and it failed in less that six mos and now I have a depuy- johnson and johnson total knee which was installed in 2005. It also failed in less than six mos and I have been dealing with depuy and the hosp with the problems I'm having since 2005. I am in constant pain and have been told the tibial component is loose. I have also been told that there are screws outside the bone and into the muscle. I have osteolysis and a patella pulled out of line with my leg frozen in about a 30 degree position. The part numbers are as follows: model # 96-0384 size 6 tibial insert, femoral component rt, size 6 and screws model #s 87-5707 and 87-5708. I don't know if there are any problems with these parts but I would like to know. I have been approved for another revision, but I have a myocardial condition after my knee replacement in 2005 and had back to back subdural hematomas in 2007. I am very concerned about going through another surgery after two bad replacements. Dates of use: 2008. Reason for use: revision.